Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 3.5 mmol/l, which was treated with food and juice. The customer stated that it might have been due to the way they were sitting and buttons might have been pressing down. The customer stated that they took the battery out and put the same battery back in and the insulin pump was still alarming button error. The customer stated that the device might have been exposed to perspiration. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The device had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.